Event description:
It was reported that the device could not be interrogated at the clinic. Even though the device function and parameters were fully restored, the device could not be interrogated and replacement was recommended. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) the power on reset was the result of a memory error.

Event description:
It was reported that the device could not be interrogated at the clinic. Even though the device function and parameters were fully restored, the device could not be interrogated, and replacement was recommended. The device was removed and replaced. No patient complications have been reported as a result of this event.